Event description:
It was reported that during the procedure, found occasional energy low. The procedure was completed with this device. There was no patient complication.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
Updated block b5: describe event or problem. Block e1 initial reporter facility name: (B)(6).

Event description:
It was reported that during the procedure, found occasional energy low. (B)(6) noted that this device prompted an error code 304 and error code 514 (crowbar active). The procedure was completed with this device. There was no patient complication.